Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 09:45:41. During night drain cycle one, the patient's ultrafiltration reading was 1004ml, indicating the home patient (hp) drained 1004ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log review identified the increased intra-peritoneal volume (iipv) event. The cause of the iipv was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.